Event description:
The patient reported getting electric shocks from the unit. The patient used the units 3 times. The patient stated that when she took off the unit, she felt electric shocks after wearing it for 4 hours. Patient stated the pain level was 15 out of 10. On the first day the patient had headaches and nausea after using the unit for one hour. On the third day the patient wore the unit for about 8 hours. The patient stated that she has not experienced any feelings like that since she stopped using the unit. A replacement controller and electrodes were shipped to the patient. No further consequences are reported. No further consequences are reported. The spinalpak was received for further evaluation.

Manufacturer narrative:
Corrected data in the following fields - d2: common device name,g1: contact office name and email address additional information in following fields- b4: date of this report, b5: additional narrative, d8, d9, g3: date received by manufacturer, h2, h3, h6: evaluation codes. The spinal pak assembly was received for evaluation but due to the nature of the complaint and the information provided within the complaint file, only the spinal pak stimulator was evaluated. A visual inspection of the customer¿s returned product was performed. Included was one spinal pak stimulator part no. 1067717 with serial number (B)(6) received in a shipping box. The part received looks to be in good condition from the visual/cosmetic point of view. The compliance data for the spinal pak stimulator was downloaded on january 22, 2026. The compliance data indicates the unit was treated for 0 days, 16 hours, and 13 minutes. Review of the DHR indicates that unit was manufactured on july 23, 2025. There were no non-conformances or deviations reported on the DHR. The sp unit ran burn-in stand-alone ¿battery¿ only for more than 24 hours with no problem. Review of the information provided by the customer and the findings from the investigation indicated that no physical and/or device functional condition could be found and that could be considered a causal factor for the reported complaint of "shock sensation". No failure and/or fault conditions could be found and confirmed. Therefore, no further actions are required currently. Review of complaint history identified (02) total complaints from (october 09, 2024) to (october 09, 2025) for pn (1067716, 1067717) and events related to (pain). Keyword search criteria: (complaint code: medical: shock sensation) the search could not be specified further because the main complaint was shock sensation. Device usage: this device was used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as october of 2025.

Event description:
The patient reported getting electric shocks from the unit. The patient used the units 3 times. The patient stated that when she took off the unit, she felt electric shocks after wearing it for 4 hours. Patient stated the pain level was 15 out of 10. On the first day the patient had headaches and nausea after using the unit for one hour. On the third day the patient wore the unit for about 8 hours. The patient stated that she has not experienced any feelings like that since she stopped using the unit. A replacement controller and electrodes were shipped to the patient. No further consequences are reported. There was no product returned for further evaluation.